Manufacturer narrative:
(B)(4). Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of revf1137 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported rupture of the catheter per-q-cath plus. Occurred acute stress of the patient because a new procedure was necessary.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter rupture could not be verified from the evidence and condition of the returned sample. The implicated product was a 3 fr s/l per-q-cath PICC, but the product returned for investigation was a 2 fr s/l per-q-cath PICC. A visual observation of the returned sample revealed that the catheter extended 1.2cm distal to the strain relief oversleeve. The remainder of the catheter was not returned for investigation. Blood residue was visible between the strain relief oversleeve and the 2 fr tubing. A tactual investigation revealed tensile weakness in the section of tubing extending from the strain relief oversleeve, which indicates that the catheter was weakened from tensile stresses. A functional test of the catheter revealed no leaks in the returned sample. Since the distal segment of the catheter was not returned for investigation, the root cause of the damage is unknown. Potential causes of the reported rupture include inadvertent stretching or overpressurization of the catheter lumen. The product IFU provides maintenance and securement techniques for the per-q-cath PICC. A caution in the IFU states, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.